Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported ((B)(6)) the patient experienced a fall. System diagnostics determined high impedances on the lead. The patient underwent surgical intervention wherein the lead was disconnected from the extension and impedances were checked. High impedances were observed. Troubleshooting was tried to no avail. As a result, the lead was explanted and replaced with another model which resolved the issue.